Event description:
Synthes intraoral distraction appliance, which was placed 3/3/1999 and repaired 3/8/1999 was removed on 3/13/1999 and replaced with an extroral distraction device. The original device was apparently defective and became displaced twice.